Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v312712, implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
The patient reported that his urine flow was looser the last couple of days. The patient did not feel stimulation and the therapy was not on. Turning the stimulation on did not resolve the issue. The patient could not increase stimulation in program 2 beyond 5.70, he reached the upper limit. The patient was assisted in switching to program 4 at 5.20 and the patient felt stimulation in the bridge area. There were no trauma/falls reported that could be related to this issue. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.